Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days and no unexpected low battery alarm anomalies noted. The insulin pump had received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found that the insulin pump was turned off. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery life did not last for a week. The customer also reported that they had low battery alerts and battery out limit alarm in the alarm history. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.